Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler/liberty cycler set and the adverse event(s) of peritonitis requiring antibiotic treatment. However, there is no allegation, nor any objective evidence indicating the patient¿s liberty select cycler and/or liberty cycler set malfunction, or any fresenius product(s) issue caused or contributed to the patient¿s event of staphylococcus epidermidis peritonitis. Based on the available information, the exact cause of the staphylococcus epidermidis peritonitis is unknown. However, staphylococcus epidermidis is the predominant normal flora of human skin and the most frequently identified cause of pd-associated peritonitis. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis patient experience peritonitis. Upon follow up the pdrn stated that a peritoneal dialysis (pd) culture was obtained on (B)(6) 2019 and retuned a positive result for staphylococcus epidermidis. The pdrn states that the patient was not hospitalized for peritonitis. The patient was able to continue pd treatment on the cycler without any issues. The patient was treated with ancef. The cause of infection was unknown.